Event description:
Patient was revised to address subluxation and poly wear. **update** (B)(4) 2012 - litigation papers received. In addition to subluxation and poly wear, it is now alleged that the patient suffers from pain and dislocation.

Manufacturer narrative:
(B)(4). The devices associated with this report were still not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(4) 2012- litigation papers received. In addition to subluxation and poly wear, it is now alleged that the patient suffers from pain and dislocation. The devices associated with this report were still not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.